Manufacturer narrative:
Product analysis: analysis was able to confirm that the atrial output connector was broken. Analysis also found that the upper case was broken around the rate and atrial encoders, one knob was missing, three knobs were contaminated with rust, and the battery drawer would stick. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.